Event description:
A report as received that the patient's system had stopped working. It was discovered that the leads showed high impedances and were nonfunctional, indicating either lead failure or connection failure. The physician recommended a revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure due to inadequate stimulation. During procedure, new leads were implanted. The patient was reportedly doing well after the procedure.

Event description:
A report as received that the patient's system had stopped working. It was discovered that the leads showed high impedances and were nonfunctional, indicating either lead failure or connection failure. The physician recommended a revision.